Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. During the evaluation it was identified that the mechanism and ultrasonic sensor installed in device serial number (B)(4) did not match the mechanism and sensor identification numbers recorded on the device history record (DHR). Additionally, the device serial number written on the mechanism and sensor identified the parts as originally belonging to device serial number (B)(4). Additionally, review of the DHR for serial number (B)(4) verified that these parts were originally installed into this device. These are indications that the mechanism with ultrasonic sensor was swapped by the customer and was installed outside the factory, an operation that is not permitted. This unauthorized repair performed outside the factory exposed the internal esd sensitive components, compromising all internal electrical components rendering the unit irreparable. This unauthorized repair performed outside the factory exposed the internal esd sensitive components, compromising all internal electrical components rendering the unit irreparable. In the warnings and cautions of the spectrum operators manual, it states "servicing the sigma spectrum infusion system is restricted to qualified, sigma trained, service personnel who employ sigma authorized parts and procedures. Use of other parts and servicing procedures is prohibited." The device could not be repaired and has been removed from service.

Event description:
During baxter's evaluation of a spectrum pump, evidence of tampering/unauthorized service was found. It is unknown if there was patient involvement with the device after the unauthorized service was performed.